Event description:
Customer reports an lv1.5 infusor overinfused over 4 days instead of an anticipated 5 days. Unit was filled to a total volume of 252ml and contained 2800mg of 5fu. Customer reports no pt injury.